Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured 3 times and redeployed 2 times.

Manufacturer narrative:
Continuation of d.10.: product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: 0195-heartvalves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 16 millimeter (mm) balloon. Upon the first deployment attempt, it was reported that valve frame under-expansion occurred. The valve was subsequently recaptured and redeployed multiple times, with under-expansion continuing to occur. The valve was subsequently withdrawn from the patient, and an additional bav with a non-medtronic 18 mm balloon was performed. A new valve was opened and successfully implanted into the patient. No patient complications were reported as a result of this event.